Event description:
A customer reported to beckman coulter (bec) that they observed a fluid on top of sample tube and on the rack when being offloaded from the unicel dxc 600i synchron access clinical system. Upon further investigation the customer discovered a fluid underneath the cap piercer area on the brown rack guide rails. The liquid was contained within the instrument. Approximately 30 ml of fluid was cleaned up including what was on the tubes and the rack. No exposure or injury occurred due to the leak. The electrical and optical components of the system were not affected. No erroneous results were generated in connection to this event. Patient treatment was not affected. No death or injury was reported in relation to this event.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found the cap piercer was leaking from a vacuum line due to a blockage in the waste tubing of the cap piercer. The fse cleared the blockage, performed alignments and verified cap piercer performance. The fse confirmed failure mode was the obstructed cap piercer waste tubing. (B)(4).